Manufacturer narrative:
Eval of the instrument found rough edges in the working channel due to abnormal wear condition caused by outside influence, likely from instruments used in working channel, also noted are tooling/abrasion marks that are an indication of unauthorized 3rd party repair. The shaft appears to have been altered by abrasive media, removing material from tube and causing raised material and sharp, irregular edges. The body of the instrument has unauthorized engraved markings on it.

Event description:
A 3 fr cook ureteral catheter was severed in the left ureter during a ureteroscopy. The surgeon was able to remove the piece immediately with another instrument. There was no pt harm, the procedure was completed with no further incidents.